Event description:
It was reported the pt fell onto their back at the device site. The pt noted for six weeks following the fall, they felt no stimulation when the device was turned on. Impedance readings reported greater than 4000 ohms on all or some of the unipolar and bipolar pairs. The pt had the device and extension replaced. The lead remained implanted. Post implant, contacts 2-3 showed less than 50 ohms and were programmed around resulting in good stimulation for the pt. A follow-up report will be submitted if additional info becomes available.